Manufacturer narrative:
Post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "the patient must be informed that the same demands cannot be made of artificial joints as of real ones." It was noted on the intra-operative x-rays that an excessive neck resection was taken - the prescribed neck resection guide was not used during the surgical procedure. The excessive resection may have caused early stem subsidence that resulted in fracture.

Event description:
Post-operative periprosthetic femoral fracture. To the our (the manufacturer's) knowledge, the stem was left implanted and the fracture was treated with a lateral plate.